Manufacturer narrative:
Additional revised component: star total ankle replacement, sliding core mobile bearing, model#: 400-140, lot #: 0933116, expiration date: 03/01/2015, date of implantation: (B)(6)2011. Date of explantation: (B)(6) 2013, device manufacturer date: 03/2010. Pt had a re-operation to address scar tissue of the medial/lateral gutters. Gutters were cleaned, the sliding core mobile bearing was upsized, and the talar component was downsized. The DHR for part no. 400-140 lot 0933116 shows no anomalies; the DHR for part no. 400-256 lot 100107/4010 noted (B)(6); all released parts were within specification.

Event description:
Pt had star talar component and sliding core mobile bearing revised.